Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing (twos) confirmed in episode #1. T wave discriminator withheld detection.

Event description:
It was reported that several days post implant, the patient was admitted to the hospital with sub-sternal chest discomfort. Approximately one month later, an echocardiogram revealed a large pericardial effusion, and an episode of t-wave oversensing (twos) was exhibited with the right ventricular (rv) lead. A pericardiocentesis procedure was performed. Ultimately, a pericardial window was done for exploration, however there was no cause determined for the effusion. The rv lead was reprogrammed for polarity and sensitivity,and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.